Manufacturer narrative:
Date device returned to manufacturer is unknown. The date of investigation was used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® urinalysis concial urine tube no additive had erroneous results no serious injury medical intervention.